Event description:
It was reported that the patient is experiencing pain at the ipg site and was injected with a local anesthetic. After further follow-up with the physician, surgical intervention may be pending.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information.